Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.